Manufacturer narrative:
Concomitant medical products: 4473 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) while using a pressure washer. The clinician noted there was noise on the stored electrograms (egm) at the time of the event. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.